Manufacturer narrative:
The insulin pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation and power error 75 during self test due to moisture damage on the electronic assembly. The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, and the displacement tests. The pump was also received with a serial number label and faded end cap address label, a cracked select button keypad overlay, keypad overlay texture damage, a stained keypad overlay, a damaged display window cover, a scratched case, minor scratches on the lcd window, a cracked case behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 7.7 mmol/l. The customer was assisted with troubleshooting. Customer was unable to complete insulin pump rewind. Customer was able to successfully clear the alarm. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.